Event description:
As reported, on (B)(6) 2025 the patient was implanted with a ventralight st mesh. As reported in follow up two or three days post implant the patient reported bloating. It was stated that no medical or surgical intervention was performed for the symptom.

Manufacturer narrative:
As reported, the patient experienced bloating post implant of a ventralight st mesh. The degree to which the implant used to treat the patient, may be causing, or contributing to this symptom is unknown. A review of the manufacturing records was performed and found the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.